Event description:
A physician reported that after cataract surgery by using an irrigation/aspiration (I/a) handpiece and phacoemulsification handpiece, a patient experienced severe endophthalmitis or toxic anterior segment syndrome (tass). Additional related information was requested but has not been provided to date. New information received indicating that a patient underwent cataract surgery with iol implantation in left eye with medical history of glaucoma. The patient experienced with endophthalmitis after one day of severe cataract surgery and also presented with conjunctival inflammation: 2+, cells in the anterior chamber: 3+. Patient was admitted to the emergency room with symptoms of blurred vision, and it was treated with medications antibiotic+corticosteroid 6 times a day + fluoroquinolones + antibiotics 6 times a day + antibiotics 2 times a day and also treated with intravenous injection such as intravenous injection of antibiotics + glucocorticoid injection + intravitreous injection of glucocorticoid + steroid in subconjunctival form. Event leads to change in visual acuity that reduced to light perception. Current health status of the patient disease was in process of resolution. New information received indicating patient symptoms were resolved and viscoelastic and procedure pak also contributed to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. No similar complaints found. There was no sample returned for evaluation. The chemical lab has tested the osmolality and ph of one reference sample and all results are within specifications for the tested parameters. Batch records were reviewed, and all testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacturing of the batch that would have contributed to this complaint. As no manufacturing related issues were identified, the reference sample is conforming to the specifications and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. None: no product returned/insufficient information: as no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).